Manufacturer narrative:
UDI - (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device being broken was confirmed. An assessment was performed on the device which found that the device failed thermistor, noise assessment (reading 78.4; sound level must not exceed 76 dba), and safety (powerbroken) assessments. During repair it was observed that the flex circuit was worn out and the potting was cracked. It was determined that this condition caused the device to fail thermistor assessment. The assignable root cause of this condition was determined to be due to wear from normal use and servicing over time. It was further determined that the device being powerbroken, is what caused the device to fail safety assessment. The assignable root cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position. This was further defined as user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was broken. During in-house engineering evaluation, it was found that the device failed thermistor test, noise assessment (reading 78.4; sound level must not exceed 76 dba), and safety (powerbroken) assessments. During repair, it was observed that the flex circuit was worn out and the potting was cracked. It was not reported if there was any delay to a scheduled surgical procedure due to the event, or if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.